Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis while performing continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made an error. The bacterial peritonitis was manifested by abdominal pain, diarrhea, fever, and cloudy effluent. The patient was hospitalized. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Fourteen days after the onset of the peritonitis event, the patient was discharged from the hospital. On the same day, the patient was considered recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.